Event description:
Patient was on the commode chair and the right back leg bent and gave out, the commode subsequently collapsed. Equipment has weight limit of 350#. Patient weighs (B)(6). Unsure why bsc failed the way it did?. FDA safety report ID # (B)(4).